Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during a hip procedure a portion of the distal tip of a gryphon 2.4 mm drill bit broke off into the pt's joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the pt.